Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, a review of lot history records was performed with special attention to manufacturing and inspection; the products of this lot were found to have met specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. There were no indications of manufacturing deficiencies. Based on the available information, a definitive root cause could not be identified. In this case, it was reported that a 6f introducer was used for access, the tracking vessel was severely tortuous with steep bifurcation and severely calcified, the lesion was pre dilated and the device was flushed before use. Based on available information and as the sample was not returned for evaluation, the investigation is closed with inconclusive results for failure to advance. A definitive root cause for the reported issue could not be identified. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use (IFU) was found to address the potential risks of the reported issue. The IFU states: should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. According to the labeling supplied with this product a guidewire with a diameter of 0.035 inch (0.89 mm) and a 6f introducer sheath should be used. Regarding preparation, the IFU states: prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. The IFU states visually inspect the e luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment. The IFU further states pre dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026. A patient underwent a stent placement procedure using e luminexx vascular stent. During the procedure the stent allegedly unable to deliver. There was no reported patient injury.